Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. Additional information requested. Device not returned.

Event description:
Mobi-c p&f us : revision due to lack of mobility, c4/5 lowed in extension. Patient is doing well.

Manufacturer narrative:
Additional information have been received on 24 august 2018 , and showed the information regarding the involved lot numbers. It was a two level s implantation. A new report will be made for the other involved lot number. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Based on the product history records, the recurrence of this type of event and on the fact that the products couldn't be evaluated, the root cause of the event cannot be determined. Requests for additional information and product return did not receive a response. It could not even be possible to make hypothesis about the root cause of the event. The investigation found no evidence to indicate a device issue. No conclusion can be made with available inputs. Root cause: unknown. If additional information was received that allow to drawn a conclusion for this case another report will be sent. Device not returned.

Event description:
Mobi-c p&f us : revision.